Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and the distal conductor of the lead became extrinsically fractured due to over-rotation. Visual summary analysis of the lead indicated damage at implant.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, after screw was deployed twice, it took more than 15 turns to retract screw to find new placement in right ventricular (rv). The lead was out of sheath to inspect and the doctor was unable to advance stylet into lead. The lead was attempted and not used. Another lead was used. No patient complications have been reported as a result of this event.